Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that there was a sensor glucose value discrepancy. The sensor glucose value and blood glucose values were too different. The sensor glucose suspended on low but the customer's blood glucose value was actually 165 mg/dl. The customer then changed the sensor but the insulin pump alarmed a change sensor. The sensor's cannula looked fine when the customer removed it. The customer changed and used the last set of sensor. The customer's last set of sensor glucose values were also different from the blood glucose value. The sensor glucose value was 85 mg/dl but the customer's blood glucose value was 145 mg/dl. The customer will be sent a replacement for her sensor. The device will not be returned for analysis.